Event description:
It was reported that the device was in back-up mode due to battery depletion. The battery status never changed during the implant duration. The patient's condition was good before and after the event.